Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient's peritoneal dialysis catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by diarrhea, vomiting, and abdominal pain. Per the peritoneal dialysis registered nurse (pdrn), they believed that the patient had experienced touch contamination due to the patient removing the cap from their drain line and draining into a cup to check for clarify instead of into the bathroom as instructed. The patient reported that the cause of peritonitis was due to a colon infection. However, the pdrn confirmed that the patient did not experience a colon infection. As a definite cause could not be determined, the cause of this peritonitis event is unknown. The day after the onset of peritonitis, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin, intraperitoneally (ip) and fortaz (ceftazidime) ip (dose, frequency not reported) for peritonitis. Eight days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovered from the peritonitis event. On an unreported date, the patient's pd therapy was discontinued and the patient was placed on hemodialysis (hd) therapy. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).